Event description:
Amt mini one button placed on earlier this month and then the balloon burst four days later. Patient had to return to the ed for a new button placement. We had 3 events like this last (B)(6) with this type of gtube button. Manufacturer response for gtube, mini one (per site reporter): a report was filed. We are waiting for the company to send us a shipping label to return this defective product for further evaluation.